Event description:
Dealer states "(B)(4), the stitching is coming out on the top portion of the adjustable tension back upholstery. This was sent out in (B)(4) 2012. Dealer believes material/workmanship has changed within the last year or two...as user has had chair since 2002 and no previous issues until the recent year or two. Dealer not comfortable giving user information other than where the back upholstery is coming part, the user is developing a sore. It is rubbing his back in that spot." Minor injury alleged. RMA # (B)(4).

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model mvp, serial number/date code (B)(4) is approximately 10 years old. The owner's manual part number 1106638 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.